Manufacturer narrative:
The returned pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the device found no damages or deficiencies that could be confirmed as the cause of the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Fluid was unable to complete the full fluid path due to a complete tear in the exposed portion of the soft cannula. The cause and timing of this damage could not be conclusively determined. As a segment of the exposed soft cannula was severed, the complete fluid path was unable to be inspected.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was also reported that the pod was leaking insulin.

Manufacturer narrative:
The device has been returned/received to date. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.